Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe did not have monopolar or bipolar energy. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was tested on an in-house system and was run in the normal mode. The unit failed with m-02-3 error and did not have any monopolar or bipolar energy. A site history review was performed and found related complaint documented under patient identifier (B)(6), in which a similar issue happened in another procedure.